Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02546 / 02547). Review of invoice history identified two acetabular liners billed for the initial procedure. It is unknown which device was implanted during the initial procedure and subsequently revised. Hospital will not release device.

Event description:
Patient underwent a hip revision approximately 15 years post-implantation due to acetabular liner wear. The femoral head, acetabular liner and locking ring were removed and replaced.